Event description:
Event description guidant received information that this transvenous implantable lead exhibited shocking lead impedance <20 ohms or >125 ohms. Other lead measurments were normal and the lead has not exhibited noise. An x-ray revealed a possible lead fracture.